Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin es results obtained from three different patient samples using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient (B)(6) sample results of 0.092 ng/ml versus the expected result of 0.012 ng/ml patient (B)(6) sample results of 0.089 ng/ml versus the expected result of 0.012 ng/ml patient (B)(6) sample results of 0.093 ng/ml versus the expected result of 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi I es results were reported from the laboratory; however, corrected reports were issue for the patients. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin es results obtained from three different patient samples using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined with the information provided. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5041 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Within run precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropl I es reagent lot 5041.